Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a piece of metal missing from the pinnacle acetabular grater. It is unknown how the damage occurred.

Manufacturer narrative:
Examination of the returned instrument confirms the reported damage. The grater head is damaged between two of the teeth and the upper tooths cutting edge has been dented inwards. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The root cause is heavy use/wear out. Based on the performed investigation, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.